Manufacturer narrative:
Concomitant products: product ID 97792, lot # n451458, implanted: (B)(6) 2014, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was no stimulation and a loss of therapy. The patient's stimulator had stopped working. The physician wanted to know what could be done with the implant to get it to work. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. Relevant medical history includes non-malignant pain. If additional information is received, a follow-up report will be sent.